Event description:
It was reported that "a doctor needed to revise an accolade but could not thread the threaded inserter in to pull it out because the threads had been distorted by the blunt tip inserter."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer and the lot code was not provided. If device or additional information becomes available, it will be submitted in a supplemental report.